Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified left anterior descending artery. The lesion was pre-dilatated with a 2.0x12mm mini trek balloon. After pre-dilatation, a 3.0x40mm non-abbott stent failed to cross. Then a 3.0x38mm xience xpedition stent was advanced but also failed to cross the lesion due to anatomy. It was noted that the proximal shaft broke in two pieces within the guiding catheter. Both were simply removed without issue. The physician then decided to put two non-abbott stents (2.50x20mm 3.00x20mm) across the lesion to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
A visual and dimensional inspection was performed on the returned stent implant. The reported material separation was confirmed. The reported failure to advance could not be tested as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.method code 4114 removed. Method code 10 added. Results code 3243 added. Conclusions code 4307 added. D10, h3: device status changed from not returned to returned.